Manufacturer narrative:
The device was not returned for evaluation; it is not possible to determine the root course of the event without an evaluation of the device.

Event description:
It was reported that during a spine procedure, the instrument tracking discontinued and the green tracker light continued to flash slowly. This occurred when the surgeon attempted to move the tracker to a new level. No adverse event was associated with the device; however, a thirty minutes procedure delay was reported as a result of this event.